Manufacturer narrative:
The company representative examined and tested the system and customer's handpiece and found they met product specifications. Preventive maintenance was also performed. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause of the customer reported event is unknown. (B)(4).

Event description:
A medical materials specialist reported that during cataract surgery, the handpiece would not progress past the test screen. A different system was brought in to complete the case. There was less than a 10 minute delay and there was no harm to the patient.